Event description:
Two (2) smart ez 20 ml/hr 500 ml pumps filled with oxacillin 12 grams / 0.9% sodium chloride leaked. Leak is near fill port, item # se0020-500, lot # s8c26. Therapy start date: (B)(6) 2018 - (B)(6) 2018. Reason for use: osteomyelitis of foot.